Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating scratches on the screen of the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there are some scratches on the screen making it hard to read in certain light. The customer stated that he can read the screen but has trouble seeing it. The customer was transferred to pathway. The customer was advised to monitor the pump.